Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that a 18fr foley catheter was placed in the emergency department and it was removed by the urology three days later in medical intensive care unit. It was stated that when they attempted to empty the foley balloon with an empty syringe, they were only able to get 4 ml out and the catheter was collapsing, it was unable to remove anymore. It was reported that they were unable to pull foley due to resistance and the patient complained of pain and the urology had to remove at bedside. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol.''

Event description:
It was reported that a 18fr foley catheter was placed in the emergency department and it was removed by the urology three days later in medical intensive care unit. It was stated that when they attempted to empty the foley balloon with an empty syringe, they were only able to get 4 ml out and the catheter was collapsing, it was unable to remove anymore. It was reported that they were unable to pull foley due to resistance and the patient complained of pain and the urology had to remove at bedside. No medical intervention was reported.